Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1.0ml 31ga 8mm ufii 10bag 500cs experienced difficult plunger movement. The following information was provided by the initial reporter: material no: 328418, batch no: 8120618. It was reported that consumers rubber stopper damaged, plunger rod bent and also plunger rod difficult to move. Verbatim: consumer reported rubber stopper damaged, plunger rod bent and also plunger rod difficult to move. Problem occurred on (B)(6) 2019. Consumer does not re-use. Lot # 8120618, product # 328418, exp 05-31-2023.

Manufacturer narrative:
Investigation: customer returned (1) loose 31g, 8mm, 1.0ml bd insulin syringe. Consumer reported rubber stopper damaged, plunger rod bent and also plunger rod difficult to move. The returned sample was examined and exhibited a missing stopper, and disfigured plunger rod. The disfigured plunger rod was observed to make the plunger rod difficult to move. A review of the device history record was completed for batch# 8120618. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failures. Probable root cause for missing stopper: at the stopper assembly on the metro machine as the dial for the plunger comes around for the marriage of the stopper to plunger, a plunger could get hung up in the dial and not allow the stopper to assemble to the plunger. Probable root causes: for damaged plungers dry barrels (insufficient silicone) from the prep dial that result from a silicone gun not firing. Insufficient silicone leads to difficulty exercising the plunger, and can thereby result in broken plungers. Plunger screw jams that would damage plungers, i.e., they break or bend plungers bowed plungers that do not get seated, and get broken off at the delrin wheel the damage to the plunger rod would result in the plunger rod being difficult to move.

Event description:
It was reported that the syringe 1.0ml 31ga 8mm ufii 10bag 500cs experienced difficult plunger movement. The following information was provided by the initial reporter: material no: 328418, batch no: 8120618. It was reported that consumers rubber stopper damaged, plunger rod bent and also plunger rod difficult to move. Verbatim: consumer reported rubber stopper damaged, plunger rod bent and also plunger rod difficult to move. Problem occurred on (B)(6) 2019. Consumer does not re-use. Lot # 8120618, product # 328418, exp 05-31-2023.